Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue.  Due to the device being out of warranty, the device was returned to the customer, without repair and not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had all three icons illuminated (attention, charge-pak and service wrench).  This issue is an indication that the device would not have sufficient power available to provide effective defibrillation therapy to a patient.  It was additionally reported that the device would not power on.  There was no patient use associated with the reported issue.